Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The complainant reported that during implant of impella cp for a 50-year-ld male patient, the catheter was kinked by the physician. There was no reported patient harm.

Manufacturer narrative:
The investigation into the product damage (cannula kink) issue has been completed since the original report was filed. The pump was returned and evaluated. According to the clinical, during insertion of the impella cp pump the physician kinked the catheter. Visually inspected the pump and found catheter kinked as well. The cause of the product damage was catheter kink due to improper technique after implant. To conform with updated procedures, section d6 has been revised with updated information.